Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead dislodged within two months of the implant. The replacement lead dislodged during the implant attempt. An alternate lead was placed. No patient complications have been reported as a result of this event.